Event description:
It was reported that the unspecified bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter: stick needless connector. Connector saved.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.